Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 500 hematology analyzer had the wash block leaking diluent/waste mixture during backwash. Approximately 5 ml dripped onto counter and floor. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
Bec customer technical support (cts) assisted customer in cleaning blood sampling valve (bsv) and wash block, checking bsv rotation and checking tubing at the wash block, however, leaking continued. A field service engineer (fse) was sent on-site and found the aspiration paddle was bent out of position blocking the rinse block path of travel which did not permit the block to go down the probe far enough to capture the diluent/backwash. Fse adjusted the probe and advised customer on proper method of using paddle when using secondary mode. Fse also replaced differential sample line and stabilize pump to address sporadic differential vote outs. The cause of the leak was that the aspiration paddle was bent out of position. (B)(4).